Event description:
I had pinhole surgery with dr. (B)(6), in (B)(6), in (B)(6) 2025. Pin hole surgery was done to address gum recession in most upper and lower teeth. In this procedure, collagen strips geistlitch biogide perio were implanted inside the gums to keep them in place. The procedure was successful is addressing recession, however, since the procedure was done until now, (B)(6) 2026 I've always had an uncomfortable feeling in my gums. They feel itchy, as if the collagen implants hadn't dissolved or were causing an allergic reaction. I also feel I'm biting harder on my night guard, probably because of the uncomfortable sensation in my gums. The feeling is chronic, never goes away. A different dentist confirms that the gums don't look inflamed. I talked to dr. (B)(6) about this but he says that this is out of his control and that his part of the procedure was done correctly as far as he is concerned. I'd like to know if I have any options for getting this sensation addressed. Thanks.